Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported one key was not working on the keypad with no response, which was reproduced during evaluation. The cause was determined to be a failed keypad and the keypad was not responding. The incoming device evaluation assessment (idea) testing found that the keypad was not functioning normally. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced one key on the keypad was not working and had no response. There was no patient involvement. No additional information is available.